Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
A high drain 101/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The customer contacted baxter's technical service center to regarding a high drain 101/call peritoneal dialysis registered nurse (pdrn) alarm, which occurred on the homechoice (hc) machine after use. The hp drained out 4178ml. The tsr advised the cg that if it were to ever happen again to call baxter as soon as possible to drain out the hp.there was no patient injury or adverse event associated with this report.